Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction code did not recur.